Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping noted during testing. Device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the screen of the insulin pump started scrolling; she changed the battery and received a button error. Blood glucose value was 81 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.